Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: requested clarification on the device blocked. Did the device fire? Yes the device fired; but after firing the device got jammed in the tissue, as a consequence it was necessary to apply a higher force to extract the device.

Event description:
It was reported that during a choos hemorrhoidectomy procedure, after firing, the surgeon wasn't able to extract the device because it resulted blocked. The surgeon had to use a higher force to extract the device; as a consequence, the back part of the tissue resulted lacerated. The case was carried out by applying manual sutures. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.